Event description:
Surgeon attempted to use starclose device. Unable to advance through sheath that comes with device. Opened 2nd starclose device, also unable to advance through sheath. Another procedure performed to accomplish task (angioseal opened). No pt harm.